Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : h2, h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that inner package leaked. There was no patient involvement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d1, d2, d4, e1, e3, g3, g4, h2, h3, h4, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 813 products refobacin bone cement r 2x40g, reference (B)(4) , batch a621bf1307 were manufactured on (B)(6)2016 . The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. 1 complaint on the issue has been recorded for refobacin bone cement r 2x40g, reference (B)(4) , batch a621bf1307 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. The reported event was unable to be confirmed as the product was not returned. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the most probable root cause is due to packaging issue (sealing process). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that inner package leaked. There was no patient involvement.

Manufacturer narrative:
(B)(4). Report source: foreign; event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that inner package leaked.